Event description:
The manufacturer received information a philips home nebulizer was not working correctly. The device is does work but medication will not come out. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information a philips home nebulizer was not working correctly. The device is does work, but medication will not come out. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This notification was initiated for review related to a philips home nebulizer device where customer stated that device was not working and the medicine would not come out. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event allegation or would be likely to occur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious in/or reportable product malfunction.